Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic after receiving a notification. Review of the session records revealed rv lead impedance out of range low and high. Oversensing and externalized conductors were also observed. The lead was explanted and replaced. The patient is stable.